Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 429888 lead, implanted: (B)(6) 2014 and dtba1q1 crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's lead fractured on the pace/sense portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.